Event description:
It was reported that, during a meniscus suture procedure, the t2 of the fastfix 360 separated from the suture after it was deployed and could not be used for suturing. T2 was removed using a clamp. The procedure was resumed, with a significant delay, using an equivalent s+n back-up. No additional anesthesia was required due to the prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided image found the fast-fix device lying on a surface. The suture, along with what appears to be an anchor, is outside the needle. The apparent anchor seems to be attached to the suture. The box is next to the fast-fix, but the device identification information cannot be fully confirmed due to the resolution of the picture. No visual deficiencies were observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found that a material certification of analysis is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6 this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus suture procedure, the t2 of the fastfix 360 separated from the suture after it was deployed and could not be used for suturing. The procedure was resumed using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.